Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead it was note possible to place the lead. It was noted the lead helix would jump out which lead to the dislocation of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and tissue on the helix. The helix was able to fully extend and retract without jumping. If information is provided in the future, a supplemental report will be issued.